Manufacturer narrative:
(B)(4).

Event description:
The patient underwent pta procedure for treatment of high grade stenosis of the left sfa. The patient was treated with 1 admiral xtreme pta balloon, 2 amphirion deep pta balloons and 2 in.pact admiral drug eluting balloons in the left sfa. It is reported that approximately 16 months later, patient death occurred. Cause of death is not reported.

Event description:
The previously reported death occurred following a seizure and acute cardiopulmonary decompensation/insufficiency. The investigator assessed the event as not related to the target lesion, device, procedure or paclitaxel.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure - death evaluation codes, conclusions: known inherent risk of procedure - death fdd code: (B)(4).